Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic ventral hernia repair and absorbable straps were used. The white cap separated from the end of the device after deploying a strap into unknown mesh and fell into the patient. The white cap was retrieved from the patient successfully using graspers. No additional tissue dissection was necessary. A like device was used to complete the procedure with no consequence to the patient. No additional information is available.

Manufacturer narrative:
The following visual characteristics were noted during the evaluation: the device was returned with the cannula cap detached from the cannula tabs and returned in a plastic bag. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Device was disassembled and no damages were found on the internal components; indication of excessive forces were noted on the cap.